Event description:
It was reported that the 6800 sys is slow to boot and will not take images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Reseated generator and workstation boards and reloaded software. The sys was tested and found to be working as intended and placed back into svc.